Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Brand name, corrected data: this information was inadvertently omitted from the previously submitted supplemental report 01. Model #, serial #, lot #, expiration date, corrected data: this information was inadvertently omitted from the previously submitted supplemental report 01. Device manufacture date (mo/day/yr), corrected data: this information was inadvertently omitted from the previously submitted supplemental report 01.

Event description:
It was reported that the patient had a vns lead replacement on (B)(6) 2013 due to lead discontinuity. The patient had a lead discontinuity and diagnostics that showed lead impedance of 10,000 ohms on the last two system diagnostics. The explanted device was discarded.

Event description:
On (B)(4) 2013, the physician reported that the patient's device was showing high lead impedance the day prior. The patient's device was not disabled at that time, despite the physician's recommendation, due to the mother feeling that the patient is "fine" and not affected at that time. There was no known change in the patient's seizures at the time. There is no known trauma, but physician would not rule out possible patient manipulation issues because the patient has mental retardation and developmental disabilities and remains in her bed as she is non-ambulatory. There were no known falls. The physician was unable to provide any additional information at the time the event was reported. Clinic notes dated (B)(6) 2013 were received and reviewed. The notes indicate that interpretation of the vns shows high impedance, consistent with a possible broken wire. The surgeon informed the neurologist that x-rays were not necessary, so x-rays were not taken. The patient's device was disabled on (B)(6) 2013. Surgery is likely, but has not occurred to date.